Manufacturer narrative:
Literature citation:luca amendola , alessandro gasbarrini,matteo fosco, christiano esteves simoes, silvia terzi, federico de iure, stefano boriani "fenestrated pedicle screws for cement-augmented purchase in patients with bone softening: a review of 21 cases" a2:patients mean age:67.2 years a3:11 women and 10 men. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation.therefore cause of event is unknown.

Event description:
It was reported that 11 women and 10 men, with a mean age of 67.2 years underwent a surgical procedure. In all these patients with bone softening caused by osteoporosis or neoplastic conditions, fenestrated screws were used for cement augmentation in order to achieve better purchase. It was reported that post op,a patient fell off a ladder, suffering fractures of the proximal and distal anchorage vertebrae, resulting in implant mobilization. Due to the patient's poor general condition, implant removal and vertebroplasty of the injured vertebrae was carried out